Event description:
Case description: this serious spontaneous case from the united states was reported by a consumer as "low blood sugars(blood sugar decreased)" beginning on (B)(6) 2021, "high blood sugars (blood sugar increased)" beginning on (B)(6)2021, "novopen echo would not depress medication(device failure)" with an unspecified onset date, and concerned a 6 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", novopen echo (insulin delivery device) from unknown start date for "device therapy", batch numbers: novopen echo: kzgy045. Novopen echo: jvgv956. Investigation results: name: novopen echo, batch: kvgy045. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Name: novopen echo, batch: jvgv956. Visual examination and functional testing were performed. The memory data in the device has revealed that the memory display has shown two lines (- -) after an attempted injection during use. The observed problem was caused by the use of a clogged needle on the pen. After the injection to follow the memory display will function normally again, if the injection needle was changed to a new one. The fault was caused by incorrect handling during use of the device. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient and reporter. Since last submission the case has been updated with the following -investigation results updated. -annex b, c d, g codes updated. -for novopen echo batch number corrected to kvgy045 and another novopen echo with new batch number added as suspect. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2021: upon investigation of the returned suspected device novopen echo, batch number kvgy045, it was found to function normally in accordance to set specification and no certain root cause can be identified. No confounding factors. Since no faults were found on the returned device and only very limited information regarding the patient's handling of suspected device is reported in the case, it is therefore not possible to identify a clear root cause for the experienced hyperglycaemia. Final manufacturer's comment: (B)(6) 2021: upon investigating the suspected returned device (novopen echo, batch no. Jvgv956), there was no remark on the piston rod or pen (visual examination). The returned device was found to function normally. The memory data in the device has revealed that the memory display has shown two lines (- -) after an attempted injection during use. The observed problem can occur if a needle stays on the device in between dosing, in some cases the insulin will leak out through the needle and create an air gab inside the pen, this may cause the needle to clog, this can lead to incorrect dose and the push button might be hard to depress. The patient will not receive any insulin and could experience a hyperglycemic event. The fault is caused by incorrect handling during use of the device. H3 continued: evaluation summary: name: novopen echo, batch: kvgy045. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) low blood sugars [blood glucose decreased] high blood sugars [blood glucose increased] novopen echo would not depress medication [device failure] case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugars(blood sugar increased)" beginning on (B)(6) 2021 "low blood sugars(blood sugar decreased)" beginning on (B)(6) 2021 "novopen echo would not depress medication(device failure)" with an unspecified onset date, and concerned a 6 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", due to both of the pens not administering, the patient was taken to the emergency room on (B)(6) 2021 due to blood sugars dropping very quickly from 140mg/dl to 60mg/dl since after eating a cupcake. On (B)(6) 2021 the patient was almost went to the emergency room again due to high blood sugars of 526mg/dl but healthcare provider decided not to. It was also reported that the patient had wheezing, eczema, fever, vomiting and a hard time gaining weight while on the product. Batch numbers: novopen echo: kzgy045-2 (the batch number is not valid, hence not populated in product) the outcome for the event "high blood sugars(blood sugar increased)" was not recovered. The outcome for the event "low blood sugars(blood sugar decreased)" was unknown. The outcome for the event "novopen echo would not depress medication(device failure)" was not recovered. Since last submission the case has been updated with the following: -patient's age updated -onset date of events updated -lab values and date were updated -coded events updated -narrative updated accordingly

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood sugars [blood glucose increased] low blood sugars [blood glucose decreased] novopen echo would not depress medication [device failure] wheezing [wheezing] hard time gaining weight [weight gain poor] case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugars(blood sugar increased)" with an unspecified onset date, "low blood sugars(blood sugar decreased)" with an unspecified onset date, "novopen echo would not depress medication(device failure)" with an unspecified onset date, "wheezing(wheezing)" with an unspecified onset date, "hard time gaining weight(weight gain poor)" with an unspecified onset date, and concerned a child female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", medical history was not provided. Concomitant products included - novolog penfill(insulin aspart) solution for injection, 100 u/ml, levemir(insulin detemir) solution for injection, .0024 mol/l treatment included - glucagen hypokit(glucagon) on an unknown date novopen echo did not depress medication. It was reported that the backup pen also did not depress the medication either. Due to both of the pens not administering, the patient was taken to the urgent care for high blood sugars and was almost taken to the emergency room but healthcare provider decided not to. On an unknown date patient also experienced low blood sugars of 146mg/dl dropping down to as low as 60mg/dl for which the patient had possibly received treatment with glucagon hypo kit. It was reported that the patient had wheezing and a hard time gaining weight while on the product. Batch number of novopen echo was requested the outcome for the event "high blood sugars(blood sugar increased)" was not recovered. The outcome for the event "low blood sugars(blood sugar decreased)" was unknown. The outcome for the event "novopen echo would not depress medication(device failure)" was not recovered. The outcome for the event "wheezing(wheezing)" was unknown. The outcome for the event "hard time gaining weight(weight gain poor)" was not recovered. Preliminary manufacturer's comment: (B)(6) 2021: the suspected device novopen echo has not been returned to novo nordisk for evaluation. No conclusion has been reached.